Event description:
Tip of reprocessed depuy mitek vapr s90 wand broke off intra operatively during hip bursectomy procedure; 225370r reprocessing company medline renewal device ref number. FDA safety report ID# (B)(4).